Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, fraying of the insulation was detected 19 cm distal of the is-1 connector pin. The damage manifestation indicates significant mechanical stress on the lead in the implanted state. The position and kind of the fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing.x-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The deformations of the shock coil and a severely twisted inner conductor helix near the is-1 connector pin are probably the result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
After an implantation time of about 47 months, an increase in the pacing threshold to 6 v was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.